Event description:
Reportedly, the device was explanted at implant due to unk reasons. Surgeon's response of 2008, operative report: indicated that the explant was due to an unsuccessful ring repair. No further info has been received on this pt and/or device.

Manufacturer narrative:
Device not returned. Unsuccessful repair.